Event description:
Revision surgery - unk pt symptoms. Rec'd call from another rep that surgeon revising hip 8, needed trials 8 implants. Surgeon stated that there was loosening of cup documented by bone scan. Facility rec'd a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of acquisition of the oti product lines, oti -now known as pinnacle holding inc.-agreed to assume all regulatory responsibilities for product implanted prior to facility's acquisition of their product lines in 2005. The info in this report and any associated parts will be forwarded to pinnacle holding, inc.